Manufacturer narrative:
The digoxin reagent lot number was 70090301, with an expiration date of 30-nov-2024. The field service engineer cleaned the probes. The rinse station, tubing, detergent usage, and gear pump pressure were checked; all were ok. The cell blank water level and mixers were adjusted. Reagent probes were swapped and adjusted. Reagent nozzles were replaced. On a second visit from the engineer, the mixers and probes were replaced. Tubing, nozzles, vacuum bottles, vacuum bottle flowpath, and drying holes were cleaned. A rotary sleeve was replaced. Adjustments were checked. On a third visit from the engineer, syringe valves were replaced, a leaking valve was replaced, and a slider was replaced and adjusted. Air purge and mechanism checks were ok. Quality controls were acceptable. The issue was resolved after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with digoxin on the cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a digoxin value of 1.33 ng/ml and it repeated as 0.86 ng/ml.